Event description:
Physician reported hospitalization due to high blood glucose. Physician stated the insulin pump failed. The blood glucose reading at the time of the event was 742 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.